Event description:
During an unspecified clipping procedure, the physician used two cook instinct plus endoscopic clipping devices. It was initially reported that the clip arms could not be opened. This has not historically caused or contributed to a serious injury nor death to the user nor patient, therefore there was no reportable information at this time. Endoscopic images were provided on 03 dec 2024 showing the clip tromboning [clip housing detached from the cath attach and remained attached to the drive wire]. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional information section e1 phone: (B)(6). Investigation evaluation: the products said to be involved were both returned in a clear plastic bag with an open pouch from the lot number provided in the report. The labels match the products returned. Two photos were provided and reviewed. Both photos provided show the distal end of the devices, and the clip housing has detached from the cath attach but is still connected to the drive wire, confirming the report. Device #1: our laboratory evaluation of the product said to be involved could not confirm the report based on the condition of the returned device. The clip has been deployed and was not included in the return. During a functional test, the device was advanced into the accessory channel of a pentax colonoscope (2.8mm channel) which was placed in a simulated lower gi position. The tip of the scope was retroflexed to simulate worst case scenario. With handle manipulation, the drive wire moved freely inside the outer sheath. A visual examination of the drive wire, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. Device #2: our laboratory evaluation of the product said to be involved confirmed the report. A visual examination confirmed the clip housing has separated from the coil catheter but remains attached to the end of the drive wire, in a closed position. The clip could not be reopened. The device was viewed under magnification and a product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos confirmed the report. Our laboratory evaluation of device 1 could not confirm the report but the laboratory evaluation of device 2 confirmed the report. The additional information indicated the user held the handle spool during advancement through the accessory channel. This is the most likely cause of this report. The instructions for use states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope, duodenoscope, or colonoscope. Precautions: holding handle spool during clip advancement may prematurely deploy clip." Failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. However, even if the clip is not deployed, damage can occur to internal device components such as the driver legs. Once this damage occurs, the clip is in a partially deployed state and may not be able to be opened/reopened. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments: the area representative indicated the user held the handle spool during advancement through the accessory channel, and she explained to the doctor that the device should be held differently and provided a cook user quick reference guide.

Event description:
During an unspecified clipping procedure, the physician used two cook instinct plus endoscopic clipping devices. It was initially reported that the clip arms could not be opened. This has not historically caused or contributed to a serious injury nor death to the user nor patient, therefore there was no reportable information at this time. Endoscopic images were provided on (B)(6) 2024 showing the clip tromboning [clip housing detached from the cath attach and remained attached to the drive wire]. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
510(k): k212323. Investigation evaluation: the product said to be involved was returned in a clear plastic bag with an open pouch from the lot number provided in the report. The label matches the product returned. Two photos were provided and reviewed. Both photos provided show the distal end of the devices, and the clip housing has detached from the cath attach but is still connected to the drive wire, confirming the report. Our laboratory evaluation of the product said to be involved could not confirm the report based on the condition of the returned device. The clip has been deployed and was not included in the return. During a functional test, the device was advanced into the accessory channel of a pentax colonoscope (2.8mm channel) which was placed in a simulated lower gi position. The tip of the scope was retroflexed to simulate worst case scenario. With handle manipulation, the drive wire moved freely inside the outer sheath. A visual examination of the drive wire, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos confirmed the report but the laboratory evaluation of the device could not confirm the report. The additional information indicated the user held the handle spool during advancement through the accessory channel. This is the most likely cause of this report. The instructions for use states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope, duodenoscope, or colonoscope. Precautions: holding handle spool during clip advancement may prematurely deploy clip." Failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. However, even if the clip is not deployed, damage can occur to internal device components such as the driver legs. Once this damage occurs, the clip is in a partially deployed state and may not be able to be opened/reopened. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been 301 reported occurrences similar in nature during the time period reviewed. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments: the area representative indicated the user held the handle spool during advancement through the accessory channel, and she explained to the doctor that the device should be held differently and provided a cook user quick reference guide.